Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse confirmed the alleged malfunction and determined the data acquisition (da) printed circuit board assembly (pcba) wasn't seated properly. The fse reseated the da pcba to resolve the issue. The device passed performance verification testing and was returned to service. Upon further investigation, it was found that the reported issue occurred outside of patient use; therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
It was reported to philips that the device had a carbon dioxide(co2) low leak alarm. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.